Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that he accidentally got into the pool with his pump on. Customer stated that he took the battery out of the pump and dried the pump. Customer put the pump in rice and received a battery out limit alarm. Customer cleared the alarm but still had problems with the buttons. Customer's blood glucose was 140 mg/dl at the time of the call. Customer later received a button error alarm when he tried to clear the battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.